Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during rewind. Customer stated that there are some motor error alarms in the alarm history. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms were noted. The motor was tested outside of the device and passed the motor test. The pump passed the self test, unexpected restart and all operating currents were normal. The pump was received with a cracked reservoir tube lip.